Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in hospitalization. The user was reportedly admitted on (B)(6) 2026 and discharged on (B)(6) 2026. Additional treatment details were not available.

Manufacturer narrative:
The user reportedly experienced hyperglycemia requiring hospitalization while using ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. The user alleged that the event was caused by a malfunction of the ilet; however, no additional details regarding the event, glucose values, symptoms, treatment, or circumstances leading to hospitalization were provided. Multiple attempts were made to obtain follow-up information and synchronize device data; however, the user could not be reached and no additional information was obtained. Engineering review could not be performed for the reported event because device data corresponding to the event timeframe were unavailable. Based on available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.